Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check. The pump and infusion set tubing were found to be functioning as intended. The cannula was removed and no damage was noted. The customer thought that the occlusion may have been caused by an uncomfortable sitting position.